Event description:
It was reported during intra-aortic balloon (iab) therapy, there were gas loss and gas gain alarms. A helium leak was reported near the y-fitting of the catheter. The catheter was replaced and therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A visual examination of the product detected a catheter tubing break at approximately 76.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected at the broken catheter tubing site. The break found in the catheter tubing appears to have been the result of a severe kink, which eventually failed allowing a gas leakage and causing the reported problem. It is difficult to determine when the break may have occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, there were gas loss and gas gain alarms. A helium leak was reported near the y-fitting of the catheter. The catheter was replaced and therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
The complete event site name is (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, there were gas loss and gas gain alarms. A helium leak was reported near the y-fitting of the catheter. The catheter was replaced and therapy continued. There was no reported injury to the patient.